Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Additionally, data was received from the patient. A review of the downloaded data log did not find any errors related to the customer complaint.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient had a low as a result of the receiver not beeping. The patient became slow to respond, and did not recover even after her husband had her consume juice and carbohydrates. The patient's blood sugar went down to 38mg/dl, so her husband called the paramedics. The paramedics administered a glucose solution, and the patient recovered. Additionally, the patient tested the receiver's audio function and it did not beep. No additional event or patient information was provided.